Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: in the initial report "g3 - date received by manufacturer" should have been 17apr2025 instead of 18apr2025.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, adequate coverage was confirmed post op.